Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that the deployment slider was activated and the first peek was placed without any problem, the needle was positioned again and the deployment slider was activated twice, the second peek did not deploy, the handle was removed. No patient injury was reported. No significant delay and back up was available.